Event description:
It was reported that the patient received an inappropriate shock on (B)(6) 2017. The patient presented in the hospital after receiving multiple inappropriate shocks on (B)(6) 2017. The patient was not symptomatic due to the shocks. The device was reprogrammed. Patient was stable during and after programing changes.